Manufacturer narrative:
(B)(4). Final analysis found that the insulation was fracutred 22.0 cm to 23.6 cm from the connector pin. The inner and outer insulations were also breached at this location. The damage sustained from clavicular crush. This most likley caused the complaint of noise reported in the field. (B)(4).

Event description:
It was reported that the dependent patient had presented for a urology procedure, during which the physician noted some odd ECG tracings. It was found that the atrial lead exhibited noise. The lead was explanted and replaced successfully. The patient was stable.